Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the (c-33) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, prior to administration of anesthesia and prior to first port placement, error c-34 constantly occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site tried different instruments and cables, but the issue persisted. Tse had site restart the iesu, but the issue was not resolved. Site started the procedure with the vision side cart (vsc) from another system. The procedure was completing as planned with no reported injury.